Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. The event can be detected and prevented by following the instructions for use which state: IFU figure number: (B)(4). Revision:02. Chapter: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.